Event description:
It was reported that the customer went to the emergency room and was hospitalized in the intensive care unit with a blood glucose level of 589 mg/dl. Cause was unknown. The customer received treatment of intravenous fluids of saline and insulin, which resolved the issue, but they have not been released from the hospital yet, customer declined follow up. There was no reported injury or permanent damage, and no issues with the pump were found during the system check.